Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise leading to inappropriate shock delivery. It was noted the noise was able to be recreated with isometrics. The patient stated he was pitching with son when he received the shocks. An x-ray was taken, but was inconclusive. A revision procedure was performed where it was confirmed the electrode was fully inserted into the header of the s-ICD. Subsequently the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted blood in the header including the spring connector. No other anomalies were observed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Review of the recorded electrograms noted noise that was consistent with a poor connection or electrode movement while implanted. The noise could not be recreated during analysis testing when inserting a test electrode into the header. The returned electrode analysis did not find any irregularities. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.